Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2010. The device records temperatures below the recommended minimum standby temperature during this time. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and the last log entry on (B)(6) 2015. The pad-pak became depleted and a further pad-pak was installed during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs , the measurements taken and the excess current drain would confirm a failing membrane. The green status led was observed to be constantly lit, this is a symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switches on automatically.